Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. It was stated that only 5 ml of water was removed when the syringe was connected and it was pumped but failed. It was also reported that the funnel and catheter was cut, still the water could not be drained. Hence the guide wire was inserted into lumen eventually to remove the water and the catheter was able to be removed. The balloon was not ruptured. Per additional information via email from ibc on 12mar2021, the balloon was intact and there was no missing pieces. There was no patient injury reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[directions for use]: 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) to secure a sterile 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. It was stated that only 5 ml of water was removed when the syringe was connected and it was pumped but failed. It was also reported that the funnel and catheter was cut, still the water could not be drained. Hence the guide wire was inserted into lumen eventually to remove the water and the catheter was able to be removed. The balloon was not ruptured. Per additional information via email from ibc on 12mar2021, the balloon was intact and there was no missing pieces. There was no patient injury reported.